Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. For information regarding the "unresponsive issue", please refer to manufacturer report # MDR 1723170-2017-04873. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that the navigation system became unresponsive while navigating to any inputs. The system was rebooted but were still unable to re-register the patient. The site attempted multiple times with multiple patient trackers with no success. The surgeon reported that only a portion of his trace path was being computer by the system when he finished his registration. Navigation and medtronic imaging was aborted and the surgery was completed with less than an hour delay and no patient impact.